Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on unknown date for unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The taper adapter is the only us manufactured product for this event.

Event description:
Legal counsel for the patient reported a product liability subsequent to patient having undergone m2a hip arthroplasty. Additional information provided in the form of patient labels from the primary procedure confirmed that it was a bilateral hip procedure and only the taper adapter implanted on (B)(6) 2008 was manufactured by biomet orthopedics. It is not known which side the biomet taper adapter was implanted in. It was further reported that a revision procedure was performed on one side on (B)(6) 2011 and that the other side was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is 1 of 1 mdrs filed for this event (reference 1825034-2012-01862). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Date explanted - unknown.

Manufacturer narrative:
Event description - updated to include that patient is a bilateral hip patient and that a revision procedure was performed on each hip. Explant date - (B)(6) 2011 or (B)(6) 2012. The limited information provided does not clarify which hip the biomet taper adapter was implanted in. Both hips have been revised; however, it cannot be determined during which revision procedure the taper adapter was removed in.